Manufacturer narrative:
(B)(4). The customer's alleged issue with falsely elevated troponin-I results was against reagent lot numbers 37043un10, 39419un10, and 34573un09. In-house testing had previously been performed for each of these lot numbers. It is acceptable to review this testing data for the current issue under investigation, as the causative agent material was evaluated in each case using an "accuracy" testing plan. To evaluate the accuracy of the assay, six replicates of troponin-I panel 1 were run with each reagent lot. The acceptance criteria were met, the quality controls were valid, and all replicates of the troponin-I panel 1 were within specifications for the reagent lots. The customer's issue does not appear to be caused by a shift in product performance. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert contains information to address the customer's current issue. Based on the results of the current investigation, a product malfunction was not identified. The complaint records review, and the review of historical testing data for the lot numbers in question indicate that the product is performing appropriately, and that a deficiency of the alleged nature is not likely. Concomitant medical products: list# 2k41-28, architect stat troponin-I, lot #: 37043un10; list#: 2k41-28, architect stat troponin-I, lot#: 39419un10. Catalog # : 2k41-23; lot #: 34573un09. Evaluation method: review of complaint tracking and trending.

Event description:
The customer states that one patient sample generated a false positive architect stat troponin-I assay result of 0.045 ng/ml. The customer uses a cut-off value of 0.01 ng/ml. The sample was also tested by a non-abbott methodology for troponin-t and generated a negative result of less than 0.010 ng/ml. Per the customer, "the appropriate patient treatment was started (intensive care ward) because of the results." No further information has been provided by the customer (treatment unknown). The customer noted that they have seen an upward shift in negative values and that false reactive results have been occurring for some time (no actual data provided). A service call was initiated.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.